Event description:
Ous MDR - after an implantation time of about 4 months, it was reported that the ICD showed eri during a routine follow-up. The ICD was not returned to biotronik. No worsening of the patient's state of health was reported. Implant and explant dates were not provided and there is no indication that the device was explanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The analysis of the available data has shown that the device showed the battery status eri due to a low battery voltage. This is an isolated case for this type of device, comparable observations are not known worldwide. To prevent potential harm to the patient, it was therefore recommended to exchange the device as a precaution and to return it to biotronik for clarification of the underlying cause. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summery, there is no indication of a manufacturing error.